Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas integra 400 plus w/o ise. It is unknown if the initial result was reported outside of the laboratory. On (B)(6) 2023, the initial result from the analyzer was 8.49 %. The first repeat result from the c 513 was 7.47 %. The second repeat result from the c 513 was 7.50 %. On (B)(6) 2023, the third repeat result from the analyzer was 7.51 %. The fourth repeat result from the c 513 was 7.43 %.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus w/o ise is (B)(6). The investigation noted that the customer only calibrates on "every lot" and when qc requires recalibration. Product labeling states "calibration frequency hb and hba1c: full calibration is recommended. - after 29 days during shelf life. - after reagent lot change. - as required following qc procedures." Based on the information provided, the investigation did not identify a product problem. The investigation determined the event was caused by the customer's incorrect calibration and an undetermined cause.